Manufacturer narrative:
G4: 15sep2020. B4: 16sep2020. The customer evaluated the device with assistance from a philips remote service engineer (rse). It was confirmed that the battery would need replacement. The customer's bio-med replaced the battery. The device passed all performance verification testing. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 22jul2020.

Event description:
It was reported to philips that the device a battery failure. The device was not being used on a patient at the time of the event. There was no patient or user harm reported.